Event description:
Distal valve on pump tubing was depressed in its housing. Tubing was connected to a central line. Immediately nurse noticed a puddle of blood on the bed next to the access. Blood was coming out of the distal valve.====================== health professional's impression======================potential for exsanguination if the defective valve did not prevent blood reflux. An open valve could allow for back flow of blood to occur.====================== manufacturer response for IV tubing set, ultrasite IV set for outlook======================they acknowledged that this a problem they are aware of.